Manufacturer narrative:
Concomitant medical products: 500ml b.braun bag ndc 0264-7800-10, lot number j7d070, exp 10/2019, paralatin sodium chloride 0.9%. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that 542 ml bag of carboplatin was infusing when the nurse noticed moisture around the pump and on the floor. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection identified no obvious damage on any component of the secondary set. Functional and pressure testing on the received set observed leaking at the engagement between the texium luer and various lab mating components. The probable cause of the observed leak from the texium luer was due to a leak path at the base of the texium valve.